Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was loose, and the pump battery could not be charged. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.